Manufacturer narrative:
(B)(4). No iab parts was returned to teleflex chelmsford for investigation. The reported complaint of high-pressure alarm is confirmed based on customer photos provided with the complaint report. A high-pressure alarm was confirmed from the pump strips reviewed and the waveforms were consistent with a kinked iab. The product was not returned for investigation. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the patient arrived with multivessel disease and was placed on the intra-aortic balloon pump (iabp) and dosed with brilinta. The patient had severe nausea and vomiting overnight. The persistent high-pressure alarms began at approximately 0800 in the morning of 10/9. The alarms are persistent and begin within 10-20 beats per pumping after restarting. The doctor noted that a significant kink was at the distal/sheath portion and one at the tip of the intra-aortic balloon (iab). As a result, the doctor removed the kinked iab and placed a 2nd iab. There was a report of delay in therapy. There was no report of patient complications, serious injury or death. It was reported that the patient arrived with multivessel disease and was placed on the intra-aortic balloon pump (iabp) and dosed with brilinta. The patient had severe nausea and vomiting overnight. The persistent high-pressure alarms began at approximately 0800 in the morning of 10/9. The alarms are persistent and begin within 10-20 beats per pumping after restarting. The doctor noted that a significant kink was at the distal/sheath portion and one at the tip of the intra-aortic balloon (iab). As a result, the doctor removed the kinked iab and placed a 2nd iab. There was a report of delay in therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient arrived with multivessel disease and was placed on the intra-aortic balloon pump (iabp) and dosed with brilinta. The patient had severe nausea and vomiting overnight. The persistent high-pressure alarms began at approximately 0800 in the morning of 10/9. The alarms are persistent and begin within 10-20 beats per pumping after restarting. The doctor noted that a significant kink was at the distal/sheath portion and one at the tip of the intra-aortic balloon (iab). As a result, the doctor removed the kinked iab and placed a 2nd iab. There was a report of delay in therapy. There was no report of patient complications, serious injury or death. It was reported that the patient arrived with multivessel disease and was placed on the intra-aortic balloon pump (iabp) and dosed with brilinta. The patient had severe nausea and vomiting overnight. The persistent high-pressure alarms began at approximately 0800 in the morning of 10/9. The alarms are persistent and begin within 10-20 beats per pumping after restarting. The doctor noted that a significant kink was at the distal/sheath portion and one at the tip of the intra-aortic balloon (iab). As a result, the doctor removed the kinked iab and placed a 2nd iab. There was a report of delay in therapy. There was no report of patient complications, serious injury or death.